Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer reported "her blood pressure went up, she had a headache and she felt ill". Customer stated she began to exercise to ameliorate the symptoms. There was no third party medical intervention, death or serious injury associated with this medical event.